Manufacturer narrative:
Problem code captures the reportable event of guide catheter broke. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a percuflex plus stent was to be used in a procedure performed on (B)(6) 2018. According to the complainant, during unpacking, it was noticed that the stent was half section by the wire. The percuflex plus stent was not used in a patient, nor was it involved in a procedure. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported to boston scientific corporation that a percuflex plus stent was to be used in a procedure performed on (B)(6) 2018. According to the complainant, during unpacking, it was noticed that the stent was half section by the wire. The percuflex plus stent was not used in a patient, nor was it involved in a procedure. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
A percuflex plus stent was received for evaluation. A visual evaluation revealed that the bladder pigtail was found torn, the torn section is specifically located in a sideport hole. The suture string was not returned for evaluation. No other anomalies or damages were encountered. Based on the product analysis, the defect noted of tear in the stent could have been caused by the user due to excessive manipulation of the stent or the interaction with other devices during the unpacking or the preparation. Therefore, a conclusion code of "cause traced to component failure" was assigned to this complaint since expected or random component failure without any design or manufacturing issue. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications at the time of release for distribution.